Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer received assistance from cts to reset the pump and was informed to continue using the pump, with instructions to call back if the malfunction code recurred. The customer acknowledged and understood the guidance provided.